Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited loss of capture. Surgical intervention was taken to cap and replace the lead. The device was explanted to upgrade to df-4 crt-d. No additional adverse patient effects were reported.